Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermiitent occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer was removing the air from the cartridge several times. Tandem clinical support informed customer that removing the air from the cartridge several times, is off label per the tandem user guide. Customer¿s blood glucose level was 200-543 mg/dl. Elevated blood glucose levels were addressed by manual insulin injection and changing the infusion set.